Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done; the reported issue was not duplicated. The complaint of leakage cannot be replicated or confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage during dosing. There was unknown patient involvement, no injury was reported.